Event description:
As reported, the body of the balloon on a 5mm x 6cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter blew out at normal working pressure. There were no reported injuries to the patient. This was during a balloon dilatation of the left lower extremity and stenting of the left femoral artery. The target lesion was the opening of the deep femoral artery which is where the balloon rupture occurred. Additional information was requested but was not provided. The device will be returned for evaluation. Addendum: the device was returned with the balloon separated.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a4, b4, b5, d10, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the body of the balloon on a 5mm x 6cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter blew out at normal working pressure. A new 5mm x 6cm powerflex pro pta balloon catheter was used as a replacement. There were no reported injuries to the patient. The device was removed from the patient in one piece. After the device was removed from the patient, the balloon was separated. It was confirmed that the separation did not occur during use inside of the patient. This was during a balloon dilatation of the left lower extremity and stenting of the left femoral artery. The target lesion was the opening of the deep femoral artery which is where the balloon rupture occurred. The target site vessel had a 60% stenosis with no calcification or tortuosity. The device was stored and prepped according to the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. The contrast to saline ratio used was 1:1. A non-sterile ¿powerflexpro 5mm6cm 135 was received coiled inside a clear plastic bag and unpacked for product evaluation. The balloon and wire lumen were found with the distal section separated, and the detached components were not returned. No additional anomalies were noted. Functional testing was not performed due to the device¿s condition. Visual inspection of the separation site using a vision system revealed elongation and scratch marks along the edges, which are commonly associated with material separation caused by tensile overload. These findings suggest the device was subjected to a tensile force that exceeded the material¿s yield strength prior to the separation. The reported ¿balloon-burst¿ could not be substantiated because this component was not returned for evaluation. However, the malfunctions ¿balloon-separated¿ and ¿body/shaft-separated¿ were observed. Material tensile overload appears to be the cause of the separations, but the reason excessive force was used is unknown. Withdrawing the device against resistance is a possible cause. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the body of the balloon on a 5mm x 6cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter blew out at normal working pressure. A new 5mm x 6cm powerflex pro pta balloon catheter was used as a replacement. There were no reported injuries to the patient. The device was removed from the patient in one piece. After the device was removed from the patient, the balloon was separated. It was confirmed that the separation did not occur during use inside of the patient. This was during a balloon dilatation of the left lower extremity and stenting of the left femoral artery. The target lesion was the opening of the deep femoral artery which is where the balloon rupture occurred. The target site vessel had a 60% stenosis with no calcification or tortuosity. The device was stored and prepped according to the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. The contrast to saline ratio used was 1:1. The device will be returned for evaluation. Addendum: product evaluation revealed that the guidewire lumen was separated.